Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, non tortuous and non calcified lesion was located in the ostium of the right coronary artery (rca). The lesion was predilated with an unspecified balloon and then a 3.00 x 8 mm taxus liberte stent was advanced to the lesion. However, the device was unable to cross the rca. The physician withdrew the device and attempted to reload it onto the non bsc guide wire when it was noticed that the end of the stent was flared off of the balloon. It was noted that the other end of the stent was still attached to the balloon. The lesion was predilated again and a 3.0 x 8 non bsc stent was implanted in the lesion. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
(B)(4)